Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for phantom limb pain. Information was reported that the patient stated his ins isn't turning on when he wants stimulation to be turned back on. The patient stated he will try to turn stimulation on using the patient programmer (pp), but he has a hard time doing it so he puts the pp back on its case on the shelf, but a short while after his stimulation turns on without him trying again. The patient then stated that the stimulation isn't uncomfortable and it does help his reason for having his device when on, but his issue is that stimulation won't turn on when he wants stimulation to be on. The patient stated his internal battery is acting up. This issue happens when he wants the ins on or off. The patient stated he has not had any falls or trauma that could be related to this. No further complications were reported. No additional patient symptoms were reported.